Manufacturer narrative:
Concomitant medical products: dtma1q1 crt-d, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with an open device pocket after the wound had dehisced. The cardiac resynchronization therapy defibrillator (crt-d) system was removed and replaced at a later date. No further patient complications have been reported as a result of this event.